Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that it failed ECG reading. The unit has been tested the logs have been evaluated and all functions with the ECG and otherwise are working correctly. No parts are required. Calibration only is needed for nbp, co2 and touch screen. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that while obtaining a 12 lead only half of the leads had captured while the other leads were blank. Monitor ECG stopped reading in v1-v6 during patient care. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.